Manufacturer narrative:
Batch review performed on 03 september 2020: lot 104023: (B)(4) items manufactured and released on 03-jan-2011. Expiration date: 2016-11-30. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager: femoral component revision performed 9 years after primary cementless total hip arthroplasty in a (B)(6) year old woman. No information concerning patient general health status and the presence of comorbidities is available. In the radiographic image provided, radiolucent lines and signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined. Preliminary analysis performed by r&d project manager: stem shows residual ha on the proximal part. This highlights possible no osteointegration on the proximal part.

Event description:
9 years after primary surgery the surgeon revised the stem and head for stem loosening. Amistem-h revised, quadra-h implanted successfully.